Manufacturer narrative:
Weight unknown / not provided. Brand name unknown / not provided. Common device name, device product code unknown / not provided. Catalog and lot number unknown / not provided. Device manufacture date unknown without lot number. Product not returned to manufacturer.

Event description:
Customer reported that the screw loosened in the patients mouth.

Manufacturer narrative:
The customer's complaint product was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant indicated ¿screw loosened¿. The complaint was unable to be confirmed with the information provided. The product was not returned. A definitive root cause could not be identified for this complaint.